Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) moved with surgeon head outside the console. The surgeon mentioned the sensitivity also needed to be checked. Surgeon was concerned of potential bowel injury occurring system not reviewed. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the master tool manipulator (mtm) due to errors in the logs. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis. Failure analysis performed a visual inspection and found no problem related to the reported issue. Checked and verified errors 23008 and 23030 in lighthouse (aperture). Installed mtm on an internal eft system and powered it on; the system powered on with no errors or failures. Instruments were installed, and the system was driven. During the drive, there were no faults or errors, so instruments were removed, and the system was power-cycled and driven several times, still with no errors or failures. At this time, the reported issue cannot be confirmed on the system, and further failure analysis will be required. Upon further investigation, engineering could not replicate the issue on the sftp. The complaint was not confirmed based on failure analysis.